Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a saline mentor smooth round high profile 330cc breast implant and suffered several unexplained systemic symptoms, including inability to move the right arm, trouble staying awake, brain fog, fibromyalgia, raynaud¿s syndrome, back pain, and ribs noticeable caved in. The patient also developed unilateral capsular contracture baker grade unknown (side unknown). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side. Since it is unknown which side capsular contracture occurred on, it will be defaulted to the right side.